Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed (through the history log) but did not reproduce the false upstream occlusion alarms. The eval found low readings on the upstream sensor due to a failed upstream sensor. The low readings are a known contributor to the reported symptom. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. It was also reported there was no pt injury.